Event description:
The ge oec 9800 fluoroscopy system was reported to have not displayed an image when the system was first powered up, and an issue with what was stated to be the last saved image. Ultimately, the system was removed from service for repair.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the kv candlestick had evidence of arcing. The high voltage candlesticks were cleaned and re-greased to prevent arcing. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.